Event description:
On 3/6/84 the right cylinder, pump and reservoir was implanted. On 4/12/84 the left cylinder was implanted. On 1/17/97 the entire device was removed from the pt and replaced due to non-functioning.